Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, oversensing due to noise was noted on the right atrial lead. The device was reprogrammed to resolve the issue and the patient will continue to be monitored. The patient was in stable condition.